Event description:
It was reported that cartridge alarm occurred during load process while customer followed prompts and waited to remove used cartridge, and there was no report of previous similar alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in loading new cartridge using proper technique and was able to successfully load cartridge and resume insulin therapy, and no additional information was received regarding the outcome of the event.